Event description:
On 09/18/1998, the facility's director, professional services informed the manufacturer's (MFR) rep via telephone and a faxed report of the following: the device was removed on 08/26/1998. Upon removal of the device the surgeon questioned the length of the catheter. A chest x-ray confirmed his suspicious revealing a segment of the device catheter which was positioned within the venous sys from the left subclavian into the superior vena cava was still present. It appeared that the catheter sheared off at the entrance site at the left subclavian ring. The tip location (superior vena cava about 3 cm proximal of the right atrium) was unchanged from the previous examination in december 1996. Arrangements were made for the pt to have the remaining segment removed at another facility. Additionally, it was stated that the device in question was discarded. The MFR's rep informed the facility's director, professional services that since the device has been discarded, the MFR's investigation of this event would be limited to a trend analysis and review of the device history record. No further details were provided.